Manufacturer narrative:
We are unable to investigate this report as the product code, lot number or samples are available. If further information is obtained a follow up report will be submitted. This report was received as two reports and the second is on report 1219977-2014-00012.

Event description:
Received report of hernia recurrence.